Manufacturer narrative:
E1: (B)(6) hospital. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, and the air/water nozzle was flushed with air and water. The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to damage on zoom lever, water tightness was lost; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; adhesive on bending section cover (a-rubber) had a crack; scope-connector was dirty due to water leakage; control unit had discoloration; suction-cylinder was shaved; switch #4 was worn; objective lens had discoloration; due to a scratch on objective lens, the image had dark area partially; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to inadequate cleaning/reprocessing. The root cause of this event could not specify the cause of the foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. (A)inspection of the water feeding function. 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the air/water flow system on the evis elite gastrointestinal videoscope had air/water flow issues. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.